Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted; and on (B)(6) 2009 pelvidex was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted due to prolapse, cystocele, rectocele and sui.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 05/03/2017. It was reported that patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6). In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.